Event description:
It was reported that a jump to a high, out-of-range pacing impedance measurement on this left ventricular (lv) lead triggered a lead safety switch. Review of recent measurements indicated that impedance had returned to normal limits. Measurements in all vectors remained in range with pocket manipulation and isometrics. The lead remain in service and will be monitored. No adverse patient effects were reported.